Event description:
A malfunction on a pump was reported, with no notable events occurring before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support that they would receive a replacement pump with updated software. The customer acknowledged they would use a backup insulin pump in the meantime and understood instructions to return the malfunctioning pump within 10 days to avoid additional charges. Technical support ensured that pump settings and connections to the cgm would need programming in the replacement pump, and the customer confirmed understanding.